Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's diabetic ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to be hospitalized for diabetic ketoacidosis due the pdm reading incorrectly and that the pod was not delivering insulin. At the hospital, a bg meter comparison was performed. Her pdm read ¿high¿ (>27.8 mmol/l) (>500 mg/dl) versus 20 mmol/l (360 mg/dl), for the hospital¿s meter. At the hospital she was placed on an intravenous drip and was given manual injection of non-rapid insulin every 30 minutes.